Manufacturer narrative:
This report is submitted on november 8, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent revision surgery to explant the device on (B)(6) 2018 due to incorrect device placement, confirmed by x-ray imaging (date not reported). The patient was reimplanted with a new device during the same surgery.